Manufacturer narrative:
Result: fowler clutch, load cell.

Event description:
It was reported by service report that the scale is not registering weight correctly and fowler is drifting. It is unk if there was pt involvement or adverse consequences.